Event description:
There was an allegation of questionable elecsys ft3 iii results on a cobas e 801 module. The serial number for the e 801 module was (B)(4). (B)(6). It is unknown which results were reported outside of the laboratory.

Manufacturer narrative:
The different ft3iii values, generated with the cobas e 801 module and the cobas e 411 analyzer, relate to the different physical setups of the analyzers and the effect thereof on the streptavidin interference factor. From the information provided and the analysis performed, a general reagent issue can be excluded. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation determined the issue to be consistent with an interference with the streptavidin component of the reagent.